Manufacturer narrative:
One device was received for evaluation. Visual inspection found cracked housing, cracked lcd lens, and contaminated dso and uso sensors. The event history log was unable to be reviewed due to error code 1260 on the pump display. Functional testing was able to confirm and duplicate the reported problem. It was determined that the contaminated microprocessor unit board and lcd lens was the root cause. The mpu board and the lcd lens were replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had a last error code 1260 and a damaged lens. There was no issue related to physical damage/abuse. The reported product fault occurred during testing and there was no delay of therapy. There was no patient involvement and no patient harm/adverse event reported.